Manufacturer narrative:
The referenced previous pump stoppages was reported under medwatch MFR report # 2916596-2017-02253. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months the device is expected to be returned for analysis. It has not yet been received. The event occurred (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018, a low flow alarm and multiple pump stoppages occurred. The patient was asymptomatic. It was reported that the incidents occurred while the patient was sitting and lying on their left side during either battery or power module support. On (B)(6) 2018, an external driveline evaluation was performed by the manufacturer's technical services representatives. The system controller log files confirmed the pump stoppage and other reported low speed/low flow events. The patient reportedly had gained 20 to 30 kg since implant. The external driveline was manipulated while connected to a non-grounded patient cable and no alarms were observed. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline or when the patient performed body movements. A grounded patient cable was then attached, and no alarms or issues regarding lvad performance were reproduced. Although stable throughout the investigation on a normal grounded patient cable, the risk of further pump stoppages was deemed unacceptable due to the patient¿s history of previous pump stoppages. A pump exchange was performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The evaluation of heartmate ii lvad confirmed multiple driveline wire compromises that would have contributed to the reported pump stoppages. Visual examination of the blood-contacting surfaces upon disassembly of the returned device revealed no evidence of depositions or thrombus formations. An area of severe breakdown of the metal braided shield was observed on the internal portion of the driveline. Visual inspection of the underlying wires in this area revealed breaches in the insulation of the green, black, brown, and orange wires, exposing the inner conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation. The green wire represents one of the two redundant wires that comprise phase 1, the brown and black wires represent both wires that comprise phase 2, and the orange wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. The reported pump stoppages could have been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on battery power as recorded in the submitted system controller log file or on a tethered power source (such as the power module) using a grounded or ungrounded patient cable. The system also had the potential for an electrical short to ground, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the braided shield while the patient was operating on a tethered power source using a grounded patient cable. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.